Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
T was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) approximately around (B)(6) 2025. It was also reported that the patient was hospitalized due to insulin no longer being effective, causing the patient to go into dka every other day. Additional information, including patient glucose levels at the time of the event, symptoms, diagnosis, treatment, discharge date, and duration of pod wear are not available. If any additional information is received, a supplemental report will be submitted.